Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received an alert that indicated high out of range pacing impedance measurements on the right ventricular (rv) lead were recorded. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the rv lead is a non-boston scientific lead. Upon review, the presenting egm showed rv lead pacing impedances spiking from greater than 2000 ohms back to within normal limits (wnl). Ts discussed suspected cause of spring contact issue with the hcp. No adverse patient effects were reported. This ICD and non-boston scientific rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system received an alert that indicated high out of range pacing impedance measurements on the right ventricular (rv) lead were recorded. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the rv lead is a non-boston scientific lead. Upon review, the presenting egm showed rv lead pacing impedances spiking from greater than 2000 ohms back to within normal limits (wnl). Ts discussed suspected cause of spring contact issue with the hcp. No adverse patient effects were reported. This ICD and non-boston scientific rv lead remain in service.